Event description:
It was reported that during a pneumonectomy, the staples were malformed. The case was completed by using another device. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 03/21/2007. Information anticipated, but unavailable at this time.